Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading a cartridge with 250 units of insulin. Tandem technical support assisted the customer with loading a new cartridge and infusion set. The fill estimate was accurate. The customer's blood glucose level was not impacted during these events. Tandem technical support reviewed the pump data and it appeared the reported event may be related to a pump issue. The customer was to continue to use the pump to manage diabetes until the replacement pump was received.